Event description:
It was reported that the patient underwent surgery due to lumbar tumor. During the surgery, the doctor opened the package and found that the product was good. But the product wouldn't slide during surgery and it was difficult to use. The doctor replaced it with a new set. The product came in contact with the patient. There was no impact on the patient due to this event.

Manufacturer narrative:
(B)(4): device is returned to manufacturer but device evaluation not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with sample mas head found set screw unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.